Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references") that the pump will alarm no disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacture will reopen this complaint for further investigation. :a device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was a no disposable pump won't run alarm. There was no air. The patient was not affected. Reservoir volume 9.9, rate 0.5, given 74.1. There was no patient injury.